Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, the overweight is because the device is rupture that can increase the weight , crease fold, wear abrasion. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'tightness and a possible infection' on the (l) side and ¿exchange from textured to smooth breast implants due to patient concern.¿ allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported left side "tightness" and a possible infection. Healthcare professional additionally "rupture" and removal due to patient concern with the product. Device has been explanted.